Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6). The right atrial lead had exhibited noise oversensing which resulted in inappropriate mode switching. The lead was capped and replaced. The patient was stable following the procedure.